Event description:
It was reported that the vns patient passed away on (B)(6) 2011. Attempts for additional relevant information have been unsuccessful to date. The patient¿s generator and lead were explanted after the patient¿s death and have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Describe event or problem, corrected data: the initial manufacturer report inadvertently did not include information that the patient¿s death was not related to vns.

Event description:
Additional information was received stating that the vns patient¿s death was not related to vns. Analysis of the returned generator and lead was completed. The generator was received with an end of service condition. There were no performance or any other type of adverse conditions found with the pulse generator. There is no evidence to suggest an anomaly with the returned portions of the lead. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Clinic notes were received for the date of the patient¿s death. The notes indicate that the patient was complaining of cardiac arrest. The patient¿s diagnosis was anoxic encephalopathy secondary to cardiac arrest. The patient¿s prognosis was poor. The patient later passed away at the hospital.